Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the monopolar curved scissors (mcs) instrument stopped articulating properly and was not cutting. When the medical and nursing team removed the instrument, it was realized that the steel cable had broken. The procedure was completed with no reported injury.

Manufacturer narrative:
A review of the customer provided image is consistent with the reported event of a broken cable at the distal end. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.